Event description:
"While setting up the crw, doctor put the head frame on the patient. The lateral screw on the precision was not screwing down enough to tighten the lateral position. The doctor tried to fix, but couldn't get the screw to recapture again. The doctor aborted the case." Treatment was for deep brain stimulation related to parkinson's. The patient had local anesthetic to numb the scalp for head ring placement." Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.